Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter was cracked and leaked during use. The following information was provided by the initial reporter, translated from chinese: "during the process of using the indwelling needle, it was found that there was leakage at the tip of the catheter, and cracks in the indwelling needle hose were found after searching for the cause, which could not guarantee that this venous access could effectively provide fluid treatment for patients. In order to ensure the normal supply of fluids to patients, the indwelling needle was replaced in time for re-puncture, and the process was smooth and the patient's vital signs were stable."

Event description:
No additional information

Manufacturer narrative:
Follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.